Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. (B)(4)

Event description:
It was reported that during an implant attempt the right ventricular (rv) lead appeard to "stick" in various places in the ventricle; under fluoroscopy the helix did not appear extended. Subsequently the lead was fixed in two different places, each time with high impedances and thresholds. The helix at this point appeared to be functioning normally. The lead was not implanted. Another lead was placed successfully on the septum, without any sticking noted.